Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the posterior descending artery (pda) with moderate tortuosity and heavy calcification that was 90% stenosed. The proximal area of the lesion was dilated using a non-abbott balloon dilatation catheter (bdc). Resistance was felt with the anatomy during advancement of the 2.25 x 15 mm traveler rx bdc to the lesion and it crossed successfully; however, the balloon ruptured during the second inflation at 13 atmospheres. A new 2.0 mm traveler bdc was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.